Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause was not determined. Probable causes include that button may have been pressed with excessive force, or added stress was applied and caused it to get loose. The yellow connector unit came apart and may have caused the connecting tube to be disconnected.

Manufacturer narrative:
The field service technician replaced the yellow connector according to OEM instructions. Equipment was repaired to OEM instructions. Software attributes verified. Oer-pro service and repair checklist was completed successfully. Electrical safety test performed. Log file reviewed with no issues. Repair was verified by completing one full cycle with no issues. The most likely cause can be attributed to component failure. No further information was reported.

Event description:
The customer reported to olympus that during maintenance, the device's connector was broken. The washer worked as intended and the chip was found not in the actual connection port but the small edge around the connection port. There was no patient injury reported.